Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. During hospitalization for a previous case of peritonitis, the patient experienced a recurrence of peritonitis and hospitalization was continued due to the event. The cause of the peritonitis was not reported. Treatment for the event was not reported. Action taken with pd therapy was not reported. At the time of this report, the patient had not recovered from peritonitis. No additional information is available.